Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08560. It was reported that the guide wire coating peeled. A v-14(tm) control wire(tm) was selected for use during an intraluminal angioplasty procedure in the lower limbs. Once the v-14(tm) control wire(tm) passed the stenosis, a part of the hydrophilic cover fell apart and remains inside the patient's artery. The physician then advanced a second v-14(tm) control wire(tm) but experienced the same problem. The physician was able to successfully remove the all parts of the second guide wire from the patient. A different unspecified guide wire was then advanced and worked perfectly. Balloon angioplasty was performed and the procedure was completed. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. The unit returned has distal end damage, as part of overall visual revision. The wire has the distal tip detached 1.5 cm approx from the distal section end and it is exposing the core wire. The body was also kinked in the middle of the device. The dimensional inspection was performed and was found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08560. It was reported that the guide wire coating peeled. A v-14 controlwire was selected for use during an intraluminal angioplasty procedure in the lower limbs. Once the v-14 controlwire passed the stenosis, a part of the hydrophilic cover fell apart and remains inside the patient's artery. The physician then advanced a second v-14 controlwire but experienced the same problem. The physician was able to successfully remove the all parts of the second guide wire from the patient. A different unspecified guide wire was then advanced and worked perfectly. Balloon angioplasty was performed and the procedure was completed. No patient complications were reported and the patient's current condition is stable.